Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specific and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected back light anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were non-responsive when priming, backlight was dim, battery life was diminished and insulin pump had 3-4 times motor errors and it was shut off once before for no reason. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.